Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, there was no fault found with the pump. The reported issue was unable to be confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed flow test (+10.4% & +11.1% ). No patient was involved in this event. No adverse effects were reported.